Manufacturer narrative:
There are warnings on the top of the ctl coil indicating that there is a possible pinch point and that hands should not be placed on top of the coil.

Event description:
It was reported to ge that a patient's hand was hurt when it was caught between the ctl coil and the magnet bore. The skin at the back of the patient's hand required several stitches.